Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Subsequently, although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive. There was no patient involvement, as the pump was being used for demonstration purposes and was not being used on a customer at the time of the reported event.

Manufacturer narrative:
Malfunction.